Event description:
The customer reported to beckman coulter hotline support that their unicel dxc 600 pro instrument was leaking fluid from the shower block of the cap piercer. The leak was contained to the instrument. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the cap piercer assembly to resolve the issue. (B)(4).